Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, on a clinical study titled "long-term clinical outcome study of the collared polarstem - a retrospective 2- 10 year follow-up study", one (1) patient who initially underwent primary implantation with a collared polarstem experienced a deep periprosthetic infection and required a revision surgery to resolve the adverse event. The patient's outcome is not known. No further information is available.

Manufacturer narrative:
H3, h6: in the study of h. A. Rüdiger et al [1], it was reported that one (1) patient who initially underwent primary implantation with a collared polarstem experienced a deep periprosthetic infection and required a revision surgery to resolve the adverse event. The complaint device, used in treatment, was not received for investigation, a visual inspection could not be performed. The part and the batch number of the device is not known. Therefore, the batch record review could not be performed and it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. A complaint history review was performed. The occurrence of the reported failure mode is within its expected risk level as per risk management. The device labeling was reviewed, the instructions for use for the complaint device states infection as a potential adverse device effect. Due to insufficient information, it is not possible to perform a review of past corrective actions. A review of the risk management documentation verifies the failure mode and severity of the reported issue. For the medical investigation, no relevant supporting clinical information could be provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined. Should any additional clinical information be provided, this complaint will be re-evaluated. Based on our investigations, the failure mode cannot be confirmed and the root cause of the problem stays undetermined due to insufficient information. A relationship between the reported event and the device cannot be confirmed. To date, no further actions will be taken. Smith and nephew will monitor the devices for further similar issues. [1]: h. A. Rüdiger, v. A. Stadelmann, m. Jauslin, s. Nauer. Long-term clinical outcome study of the collared polarstem - a retrospective 2- 10 year follow-up study. Study no.: iis 823, wilhelm schulthess stiftung lengghalde 2, 8008 zürich, switzerland.